Event description:
It was reported that there was a downstream occlusion failure. The event happened during testing. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a bad downstream occlusion seal. Functional testing was able to duplicate the reported problem. It was determined that the contaminated dso sensor was the root cause. The dso sensor and seal were replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.